Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board 1 during visual inspection. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No power error 25 alarm noted during testing. However, power error 25 alarm noted in trace download analysis due to intermittent non-sleep anomaly software error. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was 157 mg/dl. There was issues with the battery life goes out. The customer was putting a new battery and received already battery cap. The customer received a power error and advise to rewind the insulin pump. It was not recognized that there was a reservoir in it. Try to rewind and load and power detect something. The troubleshooting was performed. The customer was advised to ensure that the battery was securely fastened and battery slot was aligned horizontally with insulin pump. Customer stated that display was not returned. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.